Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During the atrial fibrillation procedure, after inserting the swartz into the patient's body, air entered through the side port when flushing with saline. No air was observed when aspirating blood from the body. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. There was no confirmed air movement into the patient's body. No additional puncture was performed when the introducer was replaced. Only the guidewire was inserted to the valve prior to leak.